Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that someone had a stroke and when the patient came home from the hospital their stim was off. It was noted that the patient was not feeling stimulation and had a loss of therapeutic effect. They were going to the bathroom all the time, and when they got the urge, it was already too late. The patient thought that they had a uti and they had to get up 4 times the night before. Troubleshooting on the call reviewed how to increase stim, and the patient was able to increase to where they could feel stim. No further patient complications are anticipated or expected as a result of this event. Additional information was received from the consumer on 2020-apr-02. In response to the inquiry of what the circumstances were that led to the patient¿s stimulation being off the patient replied that it was due to an MRI after they had a "light stroke," (which was an unrelated medical event.) There were no further complications reported.